Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer stated that the insulin pump buttons had a delayed response when being pressed. No significant events leading to keypad anomaly were observed. Unable to complete troubleshooting and stated that she will deal with the insulin pump keypad issue. Customer also reported that the insulin pump auto mode feature would not shield back up and it was not displayed on the home screen. Assisted customer with auto mode troubleshooting and advised to change the sensor. The insulin pump is not expected to return for analysis.